Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer's insulin pump alarmed compromised force sensor system. The customer went through the prime and rewind sequence five times and wasted a lot of insulin. No further details were provided, and no products were returned or replaced at this time.